Event description:
It was reported that a female patient underwent unspecified breast surgery with a 800cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. As a result, the devices were explanted on (B)(6) 2013. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient with breast cancer who underwent bilateral mastectomy and breast reconstruction with 800cc mentor memorygel breast implants (date of implant (B)(6) 2013) experienced breast implants rupture confirmed by ultrasound and complicated by skin rashes (scalp, neck, arms, back), pain, and itching at rash site. At this time, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
As per additional information received on march 23, 2023, event description has been updated under field b5 and corresponding codes have been updated under section h. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on february 23, 2023, following field have been updated on this form: field d4 serial number has been updated to (B)(6). (B)(6) 2013, has been removed from field d6b (date of explantation) and has been added to field d6a (date of implant). Health effect - impact code "recognised device or procedural complication" has been added replacing device explantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2023, mentor became aware that the implant failed (B)(6) of 2022 . Field b3 (date of adverse event) has been updated accordingly. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).